Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved with a prostyle device after a subarachnoid hemorrhage interventional procedure using a small bore hole. Reportedly during deployment, no back flow through the marker lumen occurred. There was pulsatile blood flow coming from the join between the proximal guide and the prostyle body. Ultrasound was performed to confirm that the prostyle was in the correct spot to deploy the foot. The prostyle device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no back flow through the marker lumen¿ and ¿leak in the join between the proximal guide and the prostyle body¿ were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was deployed after there was no blood flow from the marker lumen. The electronic perclose prostyle instructions for use (eifu), states: position the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Note: do not open the foot if ¿mark¿ is not observed from the marker lumen. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The reported no blood flow from the marker lumen and leak appear to be related to over insertion of the device into the vessel which would allow blood to flow through the proximal guide and exit the handle. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.